Event description:
It was reported that when the user enters a meal announcement on the ilet, their blood glucose rises into the 200s and typically remains elevated for about an hour and a half, with an in-call reading observed in range; troubleshooting and education were provided and no device alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no clinical signs, no specific findings, and insufficient information to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.